Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the pacemaker (pm) exhibited auto capture setup test is executed. It was speculated that the issue could have been related to the wand being misaligned. After setting auto capture off, no issue has occurred, and the device has functioned normal. There was no patient consequences.